Event description:
The customer reported via phone call that the insulin pump had an intermittently responsive keypad after the insulin pump had been exposed to water. The customer's blood glucose was 189 mg/dl. The customer stated that all of the buttons took a few seconds to respond, and some did not respond. He stated that he had the insulin pump sitting on the sink and got some water on the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and a request was made to have the device returned for analysis. He advised that he would call back when he knew which address he wanted the replacement device to be sent to.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.